Event description:
During case, it fell apart.

Manufacturer narrative:
The complaint, "during case it fell apart", was confirmed. However, the cause of the complaint could not be determined. The device history record review revealed no manufacturing variances related to this event.